Event description:
It was reported that a patient underwent a laparoscopic assisted vaginal hysterectomy and a bilateral salpingo-oophorectomy on (B)(6) 2012. During the procedure, the device chugged and failed. Another like device was used. There were no adverse patient consequences.

Manufacturer narrative:
(B)(4). The actual device involved in this event was returned for evaluation. The device was visually and functionally evaluated. The blade failed to rotate during the evaluation. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2012-05667. The same patient is represented in each medwatch.